Event description:
It was reported that during a laparoscopic hemi-colectomy, the tip of the shears broke off. The surgeon retrieved the tip and used another like device to complete the case. There was no reported patient consequence.